Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 days. The patient remains ongoing on lvad support. A correlation between the device and the reported gi bleeding could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient suffered from gastrointestinal bleeding. Arteriovenous malformations were confirmed. The patient received a blood transfusion and the bleeding reportedly resolved by (B)(6) 2016. No further information was provided.